Event description:
It was reported that the ilet wake/sleep button was unresponsive, with the device displaying ¿tap button to wake screen¿ and only providing a vibration without any screen change; troubleshooting and education were completed, and the device was replaced. Symptoms included no alerts or alarms and no reported adverse health effects. Outcomes included continued cgm use with dexcom and instruction on shutdown, return, data sync, and re-start procedures for the replacement device. Investigation included customer video review and guided troubleshooting. Investigation of this device confirmed and revealed a suspected mechanical or interface malfunction of the wake/sleep button without impact to blood glucose monitoring. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a component failure of the wake/sleep button.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."